Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred during peritoneal dialysis (pd) therapy. The caregiver stated that they had started the intial drain prior to the patient connecting to the device. The technical services representative (tsr) assisted in troubleshooting the alarm and advised the caregiver to begin therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned to baxter; therefore, an evaluation could not be performed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.